Event description:
It was reported that the patient with this pacemaker has been exhibiting heat rate fluctuations when exposed to electromagnetic interference (emi). The field representative stated a device check was performed and no abnormal measurements were determined other than a high pacing rate. Further information was provided, and the device has been programmed in aai mode due to this right ventricular (rv) lead exhibiting a nonspecific product performance allegation at this time. Boston scientific technical services (ts) was consulted regarding programming recommendations to try to decrease the high rate atrial pacing. Reprogramming options were offered. No additional adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that the patient with this pacemaker has been exhibiting heat rate fluctuations when exposed to electromagnetic interference (emi). The field representative stated a device check was performed and no abnormal measurements were determined other than a high pacing rate. Further information was provided, and the device has been programmed in aai mode due to this right ventricular (rv) lead exhibiting a nonspecific product performance allegation at this time. Boston scientific technical services (ts) was consulted regarding programming recommendations to try to decrease the high rate atrial pacing. Reprogramming options were offered. Additional information was received that this lead was explanted and replaced due to a lead fracture. No additional adverse patient effects were reported.